Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The carefusion failure analysis lab received the involved vela ventilator main pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. The maneuver occlude solenoid test was performed and it failed. An x-ray of the component revealed burnt traces that affect the inspiratory solenoid circuitry. This resulted from the reverse voltage across the diode exceeding the manufacturer's specific maximum rating for "working peak reverse voltage". The customer has replaced the faulty pcba with a known good pcba.

Event description:
The customer reported that this vela ventilator unit fell off of the stand. The customer stated that there was no patient involvement associated with this reported issue.